Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the temperature was above specification. Therefore, the reported condition was confirmed. It was determined that the heat was most likely due to worn bearings. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was "hot". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: additional information: during follow-up with the reporter, additional information was received. It was reported that during an unspecified surgical procedure, the attachment device was ¿getting hot and the bearing were making noise¿. There were no delays to the surgical procedure as a spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.